Event description:
In (B)(6) 2021, during a false movement, the patient felt a sharp pain, then some sensations of cracking and grinding, with the need to walk with a cane. On the imagery examination, a fracture of the head the prosthesis. CT scan: metallosis and early loosening of the femoral metaphysis and a pericotyloid granuloma. Explantation of the total hip prosthesis and replacement with a ceramic total hip prosthesis with pe cement. Metallosis observed. Doi: (B)(6) 2004, dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for analysis. Visual examination of the device exhibited a failure of bone ingrowth onto stem. This, considering extended implanted time of device on patient's body. Based on observations of the involved devices, it was found that femoral head got fractured into several pieces leading to stem's taper articulating and applying pressure to liner surface. The taper presented a remarkable worn condition and a significant deformation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.